Event description:
It was reported that during evaluation, the gastrointestinal videoscope exhibited white foreign materials in the air/water cylinder and air/water tube, and the c-cover was burn. There was no patient involvement.

Manufacturer narrative:
The device was returned for inspection. A definitive root cause could not be identified. Based on the results of the investigation, white foreign material was confirmed inside the air/water tube and cylinder. The use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Regarding the c-cover burn, the most probable cause is component failure; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.